Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin and has been reusing insulin and cartridges. Tandem customer technical support informed customer reusing supplies and using supplies longer than the recommended period is off label per the tandem user guide.